Manufacturer narrative:
Reference (B)(4). Product requested to be returned to natus for additional evaluation.

Event description:
Eds3 unit has is cracked at the tubing connection between the csf collection canister and csf drainage bag.